Event description:
The facility returned the device for service with a report of a failure code 810:11. Information was not provided regarding whether or not the device was in patient use when the event occurred. The hospital representative stated they have no record of any patient incident involving the pump since the last baxter service event. No additional information available.

Event description:
The facility returned the device for service with a report of a failure code 810:11. Information was not provided regarding whether or not the device was in patient use when the event occurred. The hospital representative stated they have no record of any patient incident involving the pump since the last baxter service event. No additional information available.